Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter when trying to fire the first device during a thoracotomy procedure, no clips came out from the unit. There were no clips inside. The tissue was cut and small bleeding occurred; however, the bleeding was controlled. The bleeding tissue was clamped and then device fired next to clamp. Second device was opened. Clips came out but were not correctly aligned in the l.u. And had no desired result in hemostasis. Another l.u. Was opened and finally worked correctly. No patient adverse events were reported. The patient has checked out in good condition.